Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is a veterinary product. Device is similar to a device marketed for human use the breakage of the locking screw occurred below the screw head at the first pitch, the threaded fragment of the screw showed strong mechanical damages which were caused during explantation. Both fragments were strongly contaminated with organic residues and corrosion products. The received broad lcp showed mechanical damages and corrosion signs in three plate holes. They result from micro movements between the screw heads and the plate holes. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the fracture surface of the screw head using the scanning electron microscope, two initial fracture areas and the fracture behavior were identified. The crack initiation started opposed caused by alternating loads, double-sided bending. A pattern of ripples or fatigue striations was observed at the crack propagation zones and over a sizeable area of the fracture surface. Each striations represents the successive position of an advancing crack front and they originate from cyclic loading, load and unload during walking. The presence of these striations is a clear indication of a fatigue process. The small area with dimples and shear dimples corresponds to the residual forced fracture zone. The clockwise orientation of the shear dimples indicates a fracturing during loosening of the locking screw. Sem observations and findings indicate that the screw failure was caused by fatigue and overload. The dimension of the locking screw was checked using a sliding caliper and the software tool measurement. The measured values were found to be in compliance with specifications and the manufacturer documents. The implant had to absorb and neutralize forces over a period of time that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded. The lot number is unknown therefore a review of the device history record could not be completed.

Event description:
A dog had tibia and fibula fracture after car accident. Fracture of central part of the distal tibia with loose fragments; the fracture tibia stabilized with 14 holes 3.5 broad lcp plate. 6 cortex distal, 5 cortex proximal in proximal and distal part 2 lcp screws were placed. After 6 weeks the fracture was clinically healed. After 13 weeks the dog appeared at the clinic with an infection around the operation site. Tests showed a bacterial infection. One of the proximal lcp screws was broken. The plate and screws were removed. The broken screw was difficult to remove because it was held very tight into the bone. The cortex was over drilled and the screw removed with a screw forceps. This is report 1 of 1 for complaint (B)(4).